Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2021. During the procedure, it was observed that the rv lead was fractured. The patient was stable throughout the procedure.